Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's husband reported the patient has experienced elevated blood glucose readings of "over 400" mg/dl and has also had low blood glucose readings (no value given). He stated the patient would prefer not to be called. On follow up the following month, the patient's husband stated the patient was not available but that she bolused a few more units of insulin which corrected her blood glucose. He stated she is now back within her normal range. No product will be returned for evaluation.